Event description:
According the reporter, pre-operatively, the thread part of the product was broken after 2-10 days. The surgeon employed continuous suture. There was a temporary injury to the patient related to wound dehiscence with open abdomen. Reoperation was done approximately 3 days post op with abdominal wash and re-closure of abdominal wall was necessary. The patient (dog) was alive with injury.